Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set had connection issues the following information was received by the initial reporter with the following verbatim while connecting xxxxx (on secondary line) to ns (on primary line) the filter came off. This nurse inserted primary tubing into the channel and connected to pt's piv. Double checked name on labeled libtayo to wrist band with pt stating name/dob (confirmed), hung xxx on IV pole hook, placed tubing in the channel, and closed the door. Wiped the port closet to the clamp with alcohol to connect the xxxx to the primary tubing. When reaching for the end cap of the xxxx line, the line disconnected/broke away from the filter (see pictures) and was unable to reconnect.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.